Manufacturer narrative:
The device was received with a critical pump error and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with cracked case on the back at the battery tube area and cracked battery tube threads. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The device was received with missing display window cover.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm. Customer's blood glucose was 9.5 mmol/l. Customer will not be returning the device for analysis.